Event description:
The customer reported technologist shot 4 exposures for clavicle. All 4 images showed up. While post processing the axial shape, the machine incurred a fatal error and required rebooting. Upon reboot, unit gave a different error, error was f030300001. Ccs window would not start. Technologist then rebooted again and got another error, f30300002 and ccs still did not start. Technologist called for service and left machine in current state. Service engineer came in and started ccs, it opened, locked in pt file; axial image was not there. Unit was ready to take axial image as if it had never occurred. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21cfr 803.56. (B)(4).